Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-o) and other manufacturers right ventricular (rv) lead had intermittent spikes of out of range pacing impedances over the last year measuring greater than 3000 ohms. There was no observations of noise on this rv lead. It was also noted that this other manufacturers right atrial (ra) lead had a rise in impedances measuring up to 1400 ohms that the device respiratory rate trend sensor (rrt) was oversensing and creating noise. Technical services discussed turning off the respiratory rate trend feature to avoid oversensing. This crt-d, rv, and ra leads remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).